Manufacturer narrative:
The reported ineffective stimulation was confirmed. The extension was returned cut, incomplete and damaged. The terminal electrode was flattened and could not be inserted into the header of the returned ipg. As there was an indication the extension had been fully inserted inside the header prior to explant, this anomaly, along with the instrumentation damage on the outer tubing is consistent with explant damage. The extension passed a lead fitment and retention test as well as continuity on all channels. There was a terminal electrode inside the connector block indicating a lead had been forcefully removed from the header of the extension with the setscrew fully engaged. This is consistent with the event details that reported a lead pullout was observed on x-ray as well as during explant. A lead pullout would have contributed to the reported issue. The root cause of the issue could not be definitively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-30549, 1627487-2020-30551, 3006705815-2020-31154. It was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. X-rays noted that it looked as if the leads had pulled out of the extensions. Surgical intervention took place wherein the ipg and extensions were explanted and replaced, and the existing lead was inserted into the new extensions to address the issue.